Event description:
It was reported stimulation could not be felt from the pt's (B)(6) right lead. A diagnostic test revealed no issues with respect to impedance. An x-ray was taken for further interrogation, and lead migration was confirmed. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.